Event description:
Doctor reported patient experiencing tearing, light sensitivity, and pain in left eye. Patient was diagnosed with a small central corneal ulcer and central staining. No treatment was given, patient temporarily discontinued lens wear and condition resolved at follow up visit without scar. The visual acuity was not affected and patient resumed lens wear. No culture was taken. According to the doctor, the ulcer was probably sterile. No further medical information is available.

Manufacturer narrative:
The product was not returned for evaluation. The lot number is unknown. The exact source of the condition is unknown. Based on all information, no causal factors can be determined and no conclusion can be drawn.